Manufacturer narrative:
Other relevant devices are: etlw1610c93e , s/n: (B)(4); use by date: 30-apr-2016; (B)(4). Etlw1616c93e, s/n: (B)(4); use by date: 24-feb-2016; (B)(4). Etlw1610c156e, s/n: (B)(4); use by date: 23-apr-2016; (B)(4). Etlw1610c124e, s/n: (B)(4); use by date: 03-apr-2016; (B)(4). There was no re-intervention performed

Event description:
A heli-fx applier and endoanchors were used in the patient for the endovascular treatment of an abdominal aortic aneurysm, the maximum aaa diameter was 70mm, the aortic neck length was 20mm and the proximal neck angle was 15 degrees. There was a 1mm thick thrombus at the seal zone but no calcification. It was reported that during the index procedure, 4 endoanchors were used in the proximal neck of the main body of the endograft to avoid late failure of the device. The implantation of the endoanchors was determined to be successful. On follow up CT performed approximately 3 months post index procedure, the maximum aortic aneurysm diameter was 67mm and no adverse events were noted. On follow up CT performed approximately 1 year post index procedure, the maximum aortic aneurysm diameter was 55mm and no adverse events were noted. However, it was reported that on a follow up CT performed approximately 3 years post index procedure, the maximum aortic aneurysm diameter was 67mm and endoleak(s) were present. It was reported that 3 months later, on follow up CT, the maximum aortic aneurysm diameter was 71mm and no endoleaks were noted. There was evidence of limb occlusion on the right and pre-occlusion on the left noted. The patient had claudication. It is considered that this occlusion event is probably related to the device. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation summary; the exact cause of the right limb occlusion could not be determined from the films provided. Pre-implant CT¿s returned revealed that the patient had a 68mm max diameter infrarenal aaa. The proximal neck diameter ranged from ~32¿ 28mm along the 20mm length neck, and the infrarenal neck was moderately angulated ~65 deg a-p and 45 deg rt-lt. The common iliac arteries were minimally tortuous, calcified, and aneurysmal. CT¿s from 13 months post-implant revealed the bifurcate was positioned just below the renal arteries within the angulated neck which measured ~55 deg a-p. The bifurcate proximal od measured ~29mm, 10mm lower the od narrowed to 24mm, and just above the level of the flow divider measured ~29mm in diameter. Four (4) endoanchors were seen having been implanted into the bifurcate/neck. The bifurcate ipsi limb on the right side was extended with 2 limbs into the right external iliac artery. The contra limb on the left was extended with another limb into the left external iliac. Beginning just distal to the narrowed area of the bifurcate, 1 ¿ 5mm thick thrombus was seen lining the ID of the aortic body, and a smaller amount of thrombus (~1mm thick) was also seen within each limb component which was coursing within the aaa. No stent graft kinks or compression was observed, and the minimum limb ID ~7 ¿ 8mm. CT¿s returned from 40 months post-implant revealed that the aortic body and infrarenal neck were now angulated to ~80 deg a-p. Thrombus was again seen just distal to the narrowed area of the bifurcate aortic body, and beginning at the flow divider the bifurcate and 2 right limb extension were 100% occluded. Distal to the right limb the reia remained occluded, and the flow rejuvenated distally at the right femoral. The left limbs were patent; however, a slight amount of thrombus (~1mm thick) was seen within the left/contra limbs coursing within the aaa. As seen previously, no stent graft kinks or compression was observed, and the minimum limb ID measured ~8mm bilaterally. Analysis of the returned films did not reveal any clear stent graft of anatomical characteristics that could explain the observed right limb occlusion. No stent graft kinks or compression was observed. It is possible that the increasing infrarenal neck angulation to 80 deg, in combination with bilateral implant of the limbs into the external iliac arteries, may have contributed to the occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, a previous history of pad, or possibly related to the patient¿s diabetes. If information is provided in the future, a supplemental report will be issued.